Manufacturer narrative:
Updated fields: b4, g3, g6, h2, corrected fields: h6(investigation findings, investigation conclusion), h11

Event description:
N/a

Manufacturer narrative:
Due to characterization limit :e1(initial reporter) (B)(6), e1(event site telephone) (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check that cardiosave intra aortic balloon pump (iabp), had an issue of ac power working intermittently. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields- h3, d9, b4, g3, g4, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that troubleshooting carried out on the charger board and both batteries. Fault traced down to battery in slot 1. As soon as this battery was removed, the intermittent seizure of battery charging stopped. The li-ion battery pack (was replaced and balloon pump began to operate/charge as designed by OEM est passed function checks passed balloon pump handed over to customer good working condition safe for clinical use. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective li ion battery pack. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed as the part was retained by the customer probable root cause: bad cell or soldering issue.